Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Externalized conductors were observed via diagnostic imaging prophylactically. No electrical anomalies were detected. The lead will be scheduled for replacement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.